Manufacturer narrative:
Follow-up received on 05-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1503 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis two months later. Hysterosalpingogram and control position of essure by echography was done but results were not provided. Approximately 9 months later, essure and tubes were removed. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 31-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2015 essure (fallopian tube occlusion insert) was inserted. She had complications during insertion. They could not find the entrance of the left fallopian tube initially (difficult to insert). Hysterosalpingogram and control position of essure by echography was done but results were not provided. Urine examination and internal echography were done also. One month after insertion, the consumer started experiencing gastro-intestinal complaints. Two months after insertion she started experiencing pain in pelvis, pain in abdomen, pain in groin and ischial tuberosity pain. The influence of essure in her daily life included work-related problems. She contacted a doctor and visited a gynecologist. On (B)(6) 2015, essure and tubes were removed. The outcome was reported as recovering/resolving. Company causality comment:this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis two months later. Hysterosalpingogram and control position of essure by echography was done but results were not provided. Approximately 9 months later, essure and tubes were removed. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.